Event description:
It was reported that a perforation led to pericardial effusion with tamponade. The patient was undergoing a left atrial appendage (laa) closure procedure. A watchman access system (was) was positioned in the laa and a 21mm watchman laa closure device & delivery system (wds) was advanced. The closure device was deployed, but was not the right size for the laa. The device was recaptured and removed without issue. There was no evidence of perforation or effusion after the deployment and recapture of the 21mm closure device. Using a pigtail catheter, the was was repositioned deep in the laa. The pigtail was removed and a 24mm wds was being advanced when they observed the was had perforated the laa. As the wds was already loaded in the was, they proceeded with deployment of the closure device to aid in treatment of the pericardial effusion which led to tamponade. Pericardiocentesis was performed and a liter and a half of blood was withdrawn. The patient received eight units of blood and a pericardial window was performed to insert a drain. The closure device was released once the patient was stable. The device remains implanted. The drain was left in overnight and no further intervention was required. The patient was noted to be doing fine.